Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were tested with retention meter and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44, 43, 43 mg/dl, level 2: 302, 305, 302 mg/dl. All returned results are within an acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The customer complained of questionable glucose results for 1 patient from accu-chek inform ii meter serial number (B)(4). At 11:22 am the glucose result from the meter was 506 mg/dl. The result was above the hospital's critical value of 400 mg/dl. At 11:25 am the customer tested the patient again and the glucose result from the meter was 230 mg/dl. The measurements were with a fingerstick. There was no allegation of an adverse event. The patient was "stable". The patient was not fasting, had breakfast in the morning, no decreased peripheral blood flow. The qc was acceptable. The suspect device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.